Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed as polymer separation. The corrective action and preventive action records were reviewed and revealed no indication of a product quality issue. A review of the production records and similar complaint query was not performed because the part/lot numbers were not reported. Based on this evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
B3: date of procedure estimated as (B)(6) 2024. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the command 18 guidewire got uncovered when removing it from the patient. No additional information was provided.